Event description:
It was reported that the inner sterile package was found opened before the surgery. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Six pictures were received and the reported event was confirmed as it can be seen that the bone cement powder leaked outside the packaging. The product was returned and lab analysis was performed. The product analysis has shown that the inner cement pouch sealing was opened at its bottom, and that consequently the cement powder was leaking outside this package. Therefore, the reported event was confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile package was found opened before the surgery. No adverse event has been reported as a result of the malfunction.